Manufacturer narrative:
(B)(4). (B)(6). The handpiece device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated and it was observed that the gear seized, jammed, and was heavy moving. It was noted that there was heavy noise, and jam due to debris poor oiling. It was also noted that the device failed pre-repair diagnostic tests for status of development, and free movement. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
This is report 2 of 2 for the same event it was reported by (B)(6) that the power module device and the battery handpiece device were making noise while in use with the quick coupling device and lid device. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not provided. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.